Manufacturer narrative:
Submit date: 09/08/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is overfeeding. The patient was fed at 305ml for 12 hours during the night. The bag would empty before 12 hours of feeding was completed. There was no patient harm reported.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit overfeeding. The unit was triaged and the reported issue could not be confirmed. The unit passed all testing. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.